Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The top and bottom cases were in excellent condition. The right plunger case was cracked. There was no visible contamination. The reported syringe plunger not in place error was found in the event history log (ehl). This error was also reproduced after a syringe error test was performed. The issue was occurring because the q1 was broken off from the board. The plunger board had also become loose off the glue. The root cause of this product problem was a design issue. The plunger board as replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump had a syringe plunger sensor error. No patient injury or complications were reported in relation to this event.